Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that there were no leaks or gaps after implantation of the closure device. The patient was treated with warfarin and will return in 5 weeks for a repeat (transesophageal echocardiogram )tee.

Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus on the device occurred the patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017. A 24mm watchman laa closure device was successfully deployed. At the patients 45 day follow-up, thrombus was detected on the closure device.